Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the 5 ml bd luer-lok¿ syringe sterile were leaking past the stopper. The following information was provided by the initial reporter: we have had problems in the past and now currently with those syringes leaking out the back.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 5 ml bd luer-lok¿ syringe sterile were leaking past the stopper. The following information was provided by the initial reporter: we have had problems in the past and now currently with those syringes leaking out the back.